Event description:
A 4.0mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a severely calcified lesion in the right coronary artery. The severely calcified lesion was pre-dilated with a 2.5mm diameter ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the balloon when the stent was pulled into the guide catheter. Attempts to retrieve the undeployed stent were unsuccessful and the stent travelled down to the leg. The stent remains in the pt's arterial vasculature. There was no further treatment to the target lesion and the pt was sent for elective bypass surgery. The severely calcified lesion not being 1:1 pre-dilated likely contributed in the stent not crossing the target lesion. The instructions for removal of an undepoyed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.